Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of no readings is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.